Event description:
Bruising was noted on the patient's left upper chest at 0900. The nicu team (neonatal intensive care unit) was notified, and the site measured. A cxr and ultrasound were obtained. The bruised site was re-measured at 1030 and was slightly larger. Intravenous fluids (parenteral nutrition and smof lipids) were discontinued at this time. The attending pediatrician and pediatric surgeon went to the bedside, the line was aspirated, and fluid was pulled back. Under sterile fashion, the area was prepped and draped, the suture at the site of the broviac entry on the right chest was cut and gentle traction was applied. This revealed the dacron cuff of the catheter, which was freed from it's attachments using sharp dissection. This released the catheter, and it was removed. The catheter tip was confirmed to be intact and sent to microbiology. Gentle pressure was held over the right internal jugular vein. The entry site was hemostatic. An incision and drainage of the chest wall hematoma was performed. The fluid was sent to microbiology for culture. A dry sterile compressive dressing was applied to the chest wall and broviac entry site. The patient tolerated the procedure well. The surgical attending of record was present and scrubbed for the entire procedure. The line was assessed and found to have a leak from a hole in the catheter. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, broviac cv catheter (per site reporter) the manufacturer is being notified and there is no response yet.